Event description:
This event has been assessed as reportable. Rationale: it was reported to hamilton medical that during a test run the ventilator device alerted for various technical fault (tf) which were related to the ambient mode. As it was discovered during a testing, there is no patient involvement reported. The ventilator device got restarted and the specific technical faults however did not appear any longer. Even that this event occurred during a test run with no patient involvement and the failures could not be reproduced afterwards we assessed this event as reportable. In the operator¿s manual it is stated that if the specific technical fault is related to an ambient mode, could lead to a deterioration of the state of health of the patient.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4). Investigation result: the device showed several tf 485001, 385002, 446029, 446023, 346054, 383007 during a test run of the device. No patient involvement. The device reported multiple technical errors. These occurred at the same time on 2025-02-20 at 10:21:34. After the errors, the device switched to ambient mode. The investigation showed that timeouts from the graphical user interface (gui) triggered the multiple system faults. The device is from 2012 and which was the first generation of the device. The device should be exchanged by a 2nd generation to benefit from the software improvements that were developped in the last years. This fault cannot occur with the newer generations and software.